Manufacturer narrative:
G5: PMA/510(k) number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-33, lot#: va1srfk, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 03-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said the patient's current ins had become dislodged, was doing weird things and flipping around. It was right of their spine and at the time of the report it was right of their ribs, all the way around the pelvis on the right side, it had probably moved about 6 inches and was not anchored at all. They stated it was all the way around the hip on the right side. It was pulling on the leads and the patient was in a lot of pain. They had tried to get ahold of the doctor to get the ins reattached. They had an appointment scheduled for the day of the report, but it had gotten canceled. It was noted the onset of pain had been gradual. Additional information was received from the patient. They reported they had gone in and gotten an x-ray. They said the device was where it was supposed to be, but they guessed it was floating in the pocket. It was also reported the lead was where it was supposed to be. The doctor was going to refer them to a different clinic to meet with a manufacturer representative. No further complications were reported or anticipated.